Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. No symptoms were reported. Upon review of the pacemaker transmission, it appeared as if small intrinsic events were being undersensed. Programming changes were discussed but not performed. There were no consequences to the patient.